Event description:
The customer received a blood glucose reading of 37mg/dl on the breeze2, retested on a different meter and the reading was 230mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. A new kit was sent to her.